Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure lunger speed seemed to operate faster than usually use it during insertion. It was a sensory thing and felt faster as an image. The surgery was performed and completed without product replacement. There's no patient harm.